Manufacturer narrative:
The device was not returned as it was implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Based on the reported information, there did not appear to have been any defect of the device during use. As per the onyx IFU: "do not allow more than 1 cm of the onyx¿ les to reflux back over catheter tip."

Event description:
Medtronic received information that during embolization of a right internal parietal arteriovenous malformation (avm), there was ext ravasation of onyx. It was reported that after 0.55 ml of onyx was injected intranidus, onyx extravasated out of the nidus into the sulcal subarachnoid space. It was further reported that reflux was allowed until the distal detachable marker of the 2.5 cm tip. The procedure was stopped and patient was sent to radiosurgery. The issue resolved without sequalae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.